Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: balloon rupture. It was reported that the patient had an acute myocardial infarction. A 2.75 x 12 mm xience v stent was implanted in the proximal lad with no problem. Once the proximal lesion was opened, disease was then noted distally at the first diagonal at a bifurcation, and another xience v stent (size unknown) was implanted at the first diagonal with no problem. The physician then wanted to stent the bifurcation with the 2.75 x 08 xience v; however, upon deployment, after the stent delivery system (sds) balloon reached 8 atm, the pressure was not holding. The sds was then taken to 12 atm and contrast was seen coming distally from the balloon. A linear dissection was then seen in the distal area, which required treatment with two additional xience stents. There was no calcium at the lesion site. Reportedly, the patient is doing fine. No additional event or patient information is available.

Manufacturer narrative:
Results: quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood and contrast visible in the inflation lumen and in the balloon. The balloon had loose folds. There were numerous kinks in the proximal hypotube shaft distal to the strain relief tubing, due to the way it was rolled up when returned. The inflation device used in the procedure was not returned. There was no other damage noted to the sds. A new indeflator filled with water was used to pressurize the balloon to 8 atm when fluid leaked from a pinhole in the distal end of the balloon, at the distal edge of the distal marker band. There was a scratch on the balloon along side of the pinhole. Quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion.